Event description:
Customer reported missing audible alarm. MFR's svc rep replaced internal speaker and confirmed proper operation. The central station monitor provides an add'l audible alarm to the one provided at the bedside monitor. No pt involvement reported.